Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch created a no-flow event during use with a patient. The reporter stated, "cassette could not be loaded into the pump." The event was noted during infusion. The solution involved: normal saline. There was no other physical damage noted. The set was replaced and therapy resumed. The quantity affected is 1 and is available for return. A sample picture is provided showing the involved product. It was also mentioned that no further information is available for this complaint. There was patient involvement, but no patient harm in the event.

Manufacturer narrative:
A picture showing the primary plum set inside a plastic bag was returned. Received one (1) used list #123390488 primary plum set tubing. The cassette was observed to be slightly bent. The cassette was inserted into a plum a+ pump where it was observed not to insert all the way causing the pump door to be unable to close. The set was air pressure leak tested per specification. A leak was observed from one of the corners of the cassette. The complaint of cassette could not be loaded into the pump can be confirmed. The probable cause is related to the product being exposed to excessive heat during transportation, which may contribute to the warpage of the cassette leading to cassette errors and leakage. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.